Event description:
Or reports opening an ethicon harmonic 1100 shears with integrated hand piece. When inserting into the harmonic machine and performing the instrument check, an orange error box appeared with "replace instrument blade error detected, unplug hand piece and replace instrument." Harmonic machine was turned on and off and another harmonic machine was brought in also. Error still appeared when instrument was plugged into a different machine. Blade examined by staff, but they did not see any obvious issues. Surgeon decided to use a ligasure for the case. This occurred with three ethicon harmonic 1100 shears in a row. The other two are entered on a separate report.